Manufacturer narrative:
(B)(4).

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The bi was incubated for 4 days. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The customer confirmed there was no load involved with the positive bi. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected (B)(6)" was reviewed from (B)(6) 2014 through (B)(6) 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from manufacturing date to complaint open date ((B)(6) 2015 to (B)(6) 2015) and trending was not exceeded. The sra indicates the risk associated with hazard of quality problem with no impact on safety is "low." The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There was yellow media in the vial with which to confirm the suspect (B)(6) result. There were no punctures on the plastic vial or tyvek® liner which could cause a (B)(6) from external contamination. No manufacturing related anomalies observed. (B)(6) retains bis were subject to functional evaluation. All (B)(6) bis met specification. It is unlikely the suspected (B)(6) was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a (B)(6) result, and lot trending was not exceeded. Also, no manufacturing anomalies were observed in the returned suspect (B)(6) that would contribute to a (B)(6) result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent (B)(6) was (B)(6) for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.